Event description:
It was reported that an empty cartridge alarm occurred several times with same cartridge and that insulin gauge displayed less insulin than expected, even though caller believed cartridge was not empty. There was no adverse impact to the customer¿s blood glucose level. Customer completed load process, removed air from cartridge, and later successfully resumed insulin, while technical support and customer support advised using insulin that had been at room temperature for several minutes, explained that cold insulin could cause inaccurate readings, and offered replacement cartridges as reimbursement, which customer accepted, after which no further action was required.